Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to possible pocket infection. No additional adverse patient effects were reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.